Event description:
It was reported that, "pt fell while crossing street and hit the curb with his knee. Felt some pain, but waited a year to see the doctor."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Cat number and lot code of other device listed in this report: cat# 5530-g-609, lot# lm365 description: triathlon cr x3 tibial insert.